Event description:
Dr. Used an endo gia ultra stapler (ref egiaunstnd, lot p3d0044) with a 60 black staple load (ref sig60axt, lot n2m0466y) to resect a segment of lung tissue in very critical area, near a major pulmonary vessel. After firing, the jaws of the stapler would not release from the tissue. To free the tissue and stapler and remove it from the patient, additional tissue was removed utilizing another stapler/staple line adjacent to the initial area of resection. This situation also required an additional and larger incision to remove the tissue and stapler that had misfired. Once, removed from the patient, the tissue that included a tumor needed to be sent to pathology for frozen section. The stapler still would not release and dr. Had to cut the tissue from the stapler in order to send it to pathology. The stapler with packaging and the product info sticker for the staple load was set aside.